Event description:
It was reported that the patient's low voltage lead exhibited high capture impedance measurements and high capture threshold. The lead was capped and replaced on (B)(6) 2026. The current patient status was not provided.